Event description:
It was reported that pump experienced malfunction alarm identified as malf 0 with a non-resettable fault, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy while technical support arranged a warranty replacement pump, confirmed the shipping address, instructed customer to put malfunctioning pump into storage mode and return it with a prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.